Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had multiple incidents of elevated blood glucose (bg) levels range (388- 522 mg/dl) the customer would take pen injections to stabilize bg level. Reportedly, the customer called a diabetes center regarding dosage advice for pen therapy and the health care provider (hcp) adjusted carb ratio and correction factor to address high bgs. During troubleshooting with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.